Event description:
Right knee replaced in (B)(6) 2022; complaint: na. Inject 1 syringe into left knee weekly for 3 weeks. "Does" or amount: 20 mg/2 ml; route: intra-articular; start date: (B)(6) 2017; is the therapy still on-going? Yes. Diagnosis of use: unilateral primary osteoarthritis, left knee.